Event description:
A customer reported getting error message "2236 bf probe 2 suction failure" on the aia-900 analyzer. The analyzer is down. A field service engineer (fse) was dispatched to address the reported event, which resulted in a delayed reporting of patient samples for beta human chorionic gonadotropin (bhcg). There is no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.

Manufacturer narrative:
A field service engineering (fse) was at the customer's site to address reported event. Fse confirmed the complaint by reviewing the error logs and attempted to reproduce error by running patient samples and priming the wash system, but was unable to reproduce the error. Fse replaced the wash probe 2 and the waste valve of the probe 2. Fse suspects the waste valve was the most likely cause of the reported error because when inspected it was hot. Fse validated the analyzer by successfully performed quality control run without error and within acceptable range. No further action required by field service. The aia-900 analyzer is functioning as expected. A 13-month complaint history review and service history review through aware date of event for similar complaints was performed for serial number: (B)(4). There were no other similar complaints found during the searched period. The aia-900 operator's manual under section 12: flags and error messages states the following: [2236] bf probe 2 suction failure cause: the overflow sensor 2 s133 detected liquid after a washer suction operation. A wu flag will be attached to the measurement result. Action: clean the wash probe. Check s133, the waste liquid solenoid valve sv171, the waste liquid tube, and the liquid pump lp173. The most probable cause of the reported event is due to probe 2 waste valve.